Event description:
It was reported that the lead was explanted and replaced due to oversensing noise.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
Additional information received indicated that far p-wave oversensing was observed. An aggressive pocket manipulation was performed and no noise was reproduced. Patient was stable post-procedure.